Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue was encountered. A 20x55/10fr 75cm wallstent® endoprosthesis was advanced to treat a lesion. However, when the device was deployed, it appeared to be incorrect size than the real stent size. The procedure was completed with a different device. No patient complications were reported.